Manufacturer narrative:
(B)(4) date sent: 4/12/2022 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a non-draining pack/simulator and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. In addition, a battery pack was received undamaged and appeared as normal, the drain was in the engaged position which is expected for a battery pack that has been installed in the device. All of the welds were mechanically tested and were intact. One weld missed the contact bar and penetrated the cell. This will have no impact on the cell because this surface does not form the seal for the cell. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 1/5/2022 device received but analysis completed.

Manufacturer narrative:
(B)(4). Batch # 319a25. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the manual override lever was used to open the jaws. The procedure was not converted. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic total proctocolectomy for ibd, the knife did not move forward at the 1st firing. The jaws were attempted to open but could not. After the device was used, the battery generated heat extremely. The battery was removed from the device but still hot next day. The device was used on the anus. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.